Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s husband stated that the patient had issues with sensors and did not know what the issues with them were. He stated the patient was not available because they were at a doctor¿s appointment due to having issues with the dexcom. He could not provide further details regarding the issues. No additional patient or event information is available.